Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 50s-284 (mg/dl). Reportedly, the customer experienced the elevated bg level after eating more food that they originally administered a bolus for. Customer then administered a bolus with the pump to treat the elevated bg level. Customer also reported that they believed they experienced the low bg level because their basal insulin rate settings may require an adjustment. Customer consumed carbohydrates to treat the low bg level, and indicated that they will contact their health care provider to adjust the basal settings. Recommendation was made to consult with health care provider to discuss diabetes management.